Event description:
A rptr states that a nurse using a new becton dickinson tb safety glide syringe drew up 0.3cc of a medication. They then tried to inject the medication into a soluset. The needle was not long enough, so they injected it into a tb syringe without a needle on it. They then added a safety glide needle. By the time they injected the air out of the needle and syringe, the dose was decreased to 0.25cc. It was ascertained that this was due to filling the dead space on the second syringe. This would result in a reduction in the dosage of medication the pt would have received. The rep from bd has been contacted. A request for response from bd will be requested. This problem was noticed when a nurse went to draw up a dose of a medication (not sure exactly what drug it was) using a 1cc tb safety needle device. They then tried to inject the medication into a soluset. The needle was not long enough, so they injected it into a tb syringe without a needle on it. Rn then added a safety needle. By the time they injected the air out of the needle and syringe the dose was decreased due to filling the space on the second needle.